Event description:
On (B)(6) 2015, the patient underwent treatment of a juxtarenal abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. Reportedly, due to the patient¿s shortened proximal aortic neck (exact measurement unknown), a cook medical zenith tx2 thoracic endograft was implanted above the renals for proximal extension on the trunk-ipsilateral leg component. Final angiography identified a large type I endoleak at the proximal end of the cook endograft. It was reported the endoleak was caused by an inadequate neck length (outside IFU). Reportedly, because of the patient¿s difficult anatomy, the endoleak was not treated. The procedure was concluded with the intention of performing an intervention to treat the endoleak at a later date. The patient tolerated the procedure. On (B)(6) 2015, the patient present to the hospital with hypotension and complaining of increasing abdominal pain. CT images identified a ruptured abdominal aortic aneurysm. That same day, the patient underwent an open surgical procedure, whereby all endoprostheses were explanted. It was reported that during the explant procedure the patient suffered cardiac arrest. Efforts were reportedly made to resuscitate the patient but the patient could not be revived and expired during the procedure. The physician indicated the patient¿s death was due to exsanguination and not attributed to the gore devices.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional device implanted and involved in this event: pxl161407/12380026.